Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display when ever the act and esc buttons were pressed. Customer's blood glucose was 127 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with ghosting display due to cold solder joint of on lcd board. No blank display noted. The insulin pump had cracked case at display window corner, cracked lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.